Manufacturer narrative:
Per risk management at the user facility: injury was uncertain, contaminated surgical field and incision. Potential for infection. No harm observed as of (B)(6) 2014. Per email from risk management, the patient received antibiotics.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist unplugged the hose from the heat exchanger and she thought she had turned it off and it sprayed water everywhere. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: during cpb and after the last dose of cardioplegia had been delivered, the perfusionist (ccp) was disconnecting the water lines from the cardioplegia heat exchanger and they forgot to turn the cooler heater unit off before disconnecting the water lines. Water was sprayed and some was directed towards the sterile field and the operative areas in the operating room. There is a precaution in the operator manual and it states the following: "never turn the power on unless the water outlet is connected to the heat exchanger as water will automatically exit the system." The case was completed successfully without delay and without associated blood loss. There was no harm observed or reported, as of (B)(6) 2014. But there is some concern (via risk management), that the surgical field could have been contaminated by the water and there was potential for infection.